Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device was placed across the renal and venous pedicle and fired. The device appeared to seal the distal and proximal ends of the staple line. However, according to the scrub nurse, there were no staples at the center of the staple line. The procedure was converted to open, and suture was used to complete the case. This prolonged the length of the procedure and the patient's stay.

Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.